Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. After replacing the battery cap pump powers up. Pump passed displacement test , idle current, run current, a21 error test. No alarm error during testing.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The contacts are not missing or damaged. The battery compartment and springs was not damaged or corroded. The customer was able to completely clear the alarm. The insulin pump will be returned for analysis.